Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 55 mg/dl and it was addressed with a glucose tablet. Reportedly, the customer is a new pump user and is currently working with their healthcare provider with adjusting the settings.